Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device worked normally with the first myoma. When the surgeon started to cut the second myoma with the device, the blade did not come out from the sheath. However, the surgeon still tried to use it, and then the blade stopped rotating. The surgeon stated that the motor drive worked normally and the cable was transmitted by vibration, but the blade did not rotate. The surgeon opined the cause may have been that the trigger did not connect to the sheath properly. It was unknown how the procedure was completed, but it was reported that it was finished successfully. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the relative rotation between inner sheath and drive tube was frozen. Since both the housings were returned in disassembled condition, none of the functional tests could be performed during evaluation.